Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device failed pressure calibration test. No additional information was provided. There was no patient involvement.

Event description:
It was reported, that the device failed pressure calibration test. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record was performed for the sn#: (B)(6). Which did not confirm, similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 13jul2015. The review was performed, from the date of manufacture to the date of product release for distribution. A review of the device history record for sn#: (B)(6) was performed. Which confirmed, that this device was not involved in a production failure. Which correlates to the customer reported issue. H3 other text: investigation complete.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device failed pressure calibration test. No additional information was provided. There was no patient involvement.